Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for high blood glucose. The customer's blood glucose was 569 mg/dl at the time of incident. It was reported the customer experienced nausea and severe weakness, prompting the hospitalization. The cause of the hospitalization was also from diabetic ketoacidosis. The customer stated they removed the insulin pump from their body before being hospitalized. Customer also reported a battery out limit alarm. The customer was advised this was normal insulin pump behavior. The insulin pump will not be returned for analysis.